Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer stated that she had been using mio sets and have been having high blood glucose levels. The customer reported that she had high blood glucose levels of 30 mmol/l. The customer stated that she corrected with insulin pump and drank lot of water. The customer reported that the current blood glucose level was 5.0 mmol/l. The customer stated that the cannulas was separated on mio sets. Troubleshooting was not performed. Infusion set is expected to return. Insulin pump is not returning.